Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 511 mg/dl. Customer experienced blood glucose levels of 471 and 260 mg/dl. Customer was treated with manual injection and insulin pump. Customer did not allege insulin pump for under delivering. Customer was using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.